Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The autofill failure alarm was present. There was no patient involvement reported. Using a special test simulator and balloon, perform various operational tests. After various tests and functional checks, no type of anomaly or fault was found. Repair completed. The device has passed all performance and safety tests according to manufacturer specifications.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.